Event description:
Foley catheter removed from patient - catheter tip missing upon removal. Patient continued to void without difficulty. Pelvic x-ray and consult to urology made. Urology performed outpatient cystoscopy on (B)(6) 2022 - no foreign body found at this time. Possible patient passed tip without notice or further incident. No harm. The foley was from the bard medical kit surestep foley tray system - 16 fr. Reference # a303316a, lot # ngfz4358. Unfortunately, no photo of foley with missing tip or retainment of product occurred.